Manufacturer narrative:
No qc data was supplied for (B)(6) 2011. Two levels of qc processed on (B)(6) 2011 resulted within the customer's established means. A passing vitamin b12 calibration on (B)(6) 2011 gave the s0 rlus approximately 2.7 million. A calibration performed on (B)(6) 2011 using the same reagent/calibration vitamin b12 combo generated s0 rlus of 1.8 million. Customer was questioning the s0 rlu difference between the two passing calibrations. Bci was working with customer product line support (cpls) to review internal qc released data and pro-service data in regards to this event. An archive data file was not supplied to further investigate the event. There is no indication that service was dispatched for this event. A root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the unicel dxi 800 access immunoassay system generated vitamin b12 results indicating imprecision on two patients' samples. Patient results are provided. The results were not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.